Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc)use (cartridge sn (B)(6), lot 29232g, reader sn (B)(6)). On (B)(6) 2023, individual tested negative with a cepheid rapid covid-19 rt-pcr test as well as another sars-cov-2 pcr test performed at (B)(6). Individual also tested negative with numerous daily negative rapid antigen tests each day the past week including (B)(6) 2023. Exact frequency and brands of antigen tests not provided. Individual has no symptoms or known exposure. Cartridges are stored within the validated temperature range.